Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose was 287 mg/dl. The device failed the audio test during the call. T customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised that the insulin pump will need to be replaced. The customer to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly.